Event description:
It was reported that the patient presented to hospital for an implant procedure. During threshold testing, it was noted that the low voltage lead unable to pace. The low voltage lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.